Event description:
The complainant involved a patient who underwent knee revision surgery. Both the revision and the original surgeries involved implantation of omnilife devices. The revision surgery was performed due to wound infection.

Manufacturer narrative:
Review of the manufacturing documentation for the devices revealed no deviation from the process or non-conformity of product that would have caused the adverse event. Review of the sterility records indicate no deviation to sterilization or sterility results that could contribute to infection. There was no report of defect or failure to meet identity, quality, durability, reliability, safety, effectiveness or performance of the device.